Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The international customer reported the airflow stopped while the device was operating. There was no patient harm.

Manufacturer narrative:
The manufacturer's international service technician was unable to duplicate the reported issue. The service technician replaced the motor controller board and the blower assembly to address the reported issue.